Event description:
New information reported stated that on (B)(6) 2017 the pacemaker dependent patient presented to the hospital experiencing severe bradycardia. The physician elected to replace the atrial and ventricular leads. During the procedure, the physician had difficulty retracting the fixation screw for the atrial lead. Subsequently, both the right atrial and right ventricular leads were explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
A partial lead was returned for analysis with only the distal portion of the lead in two pieces. External abrasion was noted 7.5 cm to 8.5 from the distal tip consistent with lead friction to the ICD can. External abrasion breaching the outer insulation exposing the outer coil caused by friction to the ICD can was noted 8.8 cm to 9.1 from the distal tip. Cuts to outer insulation were was noted at 0.8 cm to 1.0 cm, 2.0 cm to 3.2 cm and 10.0 cm to 10.8 cm from the distal tip. The etfe coating was intact at these locations. Other damages found were sustained during the surgical procedure.

Event description:
It was reported that the patient presented in the clinic for a normal device implant. The atrial and right ventricular leads exhibited noise and the patient experienced palpitations. Noise was not reproducible through isometrics and chest x-ray revealed no anomalies. The leads were revised and the generator was replaced. No other information was available.